Event description:
The lay user/patient in italy alleged his onetouch veriopro meter was reading inaccurately high as compared to another meter (accucheck). The tests were performed within 30 minutes of each other. He reportedly obtained a result of "150mg/dl" on the subject meter and although he did not provide the blood glucose result obtained from the other meter the cca noted that the calculated difference of the glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. There was no injury and no treatment associated with this issue, however, this complaint is being reported because inaccurate high was not resolved with troubleshooting.